Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During evaluation the ac power led turned off while ac power was being supplied. The green led light did not luminate. The phillips investigation lab found resistor r-71 to have thermal damage. Ac failure was confirmed. The power supply pca was replaced to address the issue. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter. The inlet air path assembly/ air path foam was replaced. The power supply will be scrapped per the requirements set forth in the work instruction 8.4-1131 rev 6 and disposed accordingly.